Event description:
The affiliate stated the customer reported hissing sound from the instrument involving the coulter lh 500 hematology analyzer. The customer noted quality control (qc) was within range. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not come in to contact with any hazardous or biohazard material. There was no operator injury or adverse effect associated with this event. There was no impact to patient results. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the actuator on pinch valve pv27 (e-lyse) was leaking air. The fse replaced the actuator, pinch valve mount and tubing, and verified the elbow fitting was in good condition. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the actuator on pinch valve, pv27. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).